Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 528 mg/dl and a high level of ketones. The cause of elevated bg was unknown, however, customer was not performing the air removal step when loading the cartridge with insulin. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline, and manual injections of insulin. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.